Event description:
Patient with non-patent PICC line in place earlier this year. Patient was playing in play room and tripped over her feet, fell forward on hand and the tip of her PICC line broke off at hub. Patient immediately got up and continued to play. Line was immediately clamped and sealed with silk tape. Patient had line replaced two days later.